Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-19. H6: investigation summary: bd received 100 samples and photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. Although the condition is confirmed its impact on the efficiency of the tube is limited. Root cause for this type of defect is that the additive spray nozzle has become slightly occluded causing the spray pattern to be coarser. In turn this becomes slightly yellow when irradiated. The fact that the spray nozzles are automatically washed at regular intervals during processing means that the impact of this type of issue is limited. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that 100 bd vacutainer® k2e 10.8mg plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "this is a report about foreign matter found in tubes. According to the customer's report, clumps of something like the material used for spray coating were found, before use, in some of 100 tubes."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Initial reporter first name:

Event description:
It was reported that 100 bd vacutainer® k2e 10.8mg plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "this is a report about foreign matter found in tubes. According to the customer's report, clumps of something like the material used for spray coating were found, before use, in some of 100 tubes."